Manufacturer narrative:
Device analysis report. This report is submitted on april 02, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site and the patient was hospitalised for an overnight stay for an administration of IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on february 23, 2024.